Event description:
Subsequent to the initial MDR, additional information was received on 01/20/2023. It was reported that the patient was hospitalized for 2 days from (B)(6)2022 until 11/18/2022. On (B)(6)2022, the patient had hand surgery and due to the surgery, the stated he was temporarily disabled since his hand was swollen. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient stated they blacked out while driving and was not driving correctly. He became unconscious and was involved in a car accident. The patient assumed that one of the persons involved in the accident called 911. The paramedics checked a finger stick and the patient's bg was 30 mg/dl while the cgm was showing 71 mg/dl. The patient's bg was checked a second time and it was confirmed that they cgm and bg meter had a 100 point difference. The patient stated that they were not provided medication for their low bg and was provided fruit, juice and food to increase their blood sugar. During the car accident, the patient stated their hand became swollen from the glass and required surgery. During the time of the report, the patient stated they were disabled due to their hand injury. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.